Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. It was reported that the hcp got his new tablet and was trying to interrogate a pump but it would not connect. A "no pump found" message occurred. The tablet was connected to the communicator. The pump was recently implanted, so the physician did not believe the pump was flipping. Technical services reviewed moving the communicator around the edges of the pump and restarting all of the equipment. Technical services recommended having the patient switch positions. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting they were able to determine the device was unable to connect due to the fact the pump flipped. The pump being flipped was confirmed with x-ray. They manipulated pump so it was flipped the correct way so it could be connected to and filled.